Manufacturer narrative:
Could not confirm customer complaint of the device over-delivering. The device passed the self-test with no error alarms. The device passed performance verification testing (pvt) tests. Most importantly, the device passed the volume accuracy pvt test. The device delivered 20.4 ml of fluid. Delivery accuracy of 98.03 %. A probable cause for the customer¿s complaint was not found during the testing.

Event description:
It was reported that a plum 360 was found to have an infusion problem during patient use. It was reported that the pump infused out of the spectrum of the medicine being infused, pump infused more than programmed. It was also mentioned that the medication that was infused was bumex. There was patient involvement and no patient harm.